Event description:
Hcp reported "battery depletion" no pump returned. "No flow through catheter occurred. Replaced section of catheter." The device was explanted and returned to the MFR for analysis. A follow up report will be sent when additional info is received.